Event description:
On 12-09-2009, the facility reported a flo-gard infusion pump which failed to deliver zofran on a male patient in the emergency room. 100 milliliters (ml) of zofran was drawn by a nurse into a buretrol set to be infused in one hour to treat vomiting. The infusion was started and the nurse left the room. About 15 minutes after starting the infusion, the nurse entered the room, due to the patient vomiting, but did not notice anything unusual about the pump or the infusion. However, when the nurse later returned, it was discovered the pump had not infused any of the zofran, despite the pump reading, it had infused 60ml, and blood was seen in the tubing. The blood could not be flushed out of the tubing, so the patient was disconnected and zofran was administered orally. The patient was fine and was discharged from the hospital. The last service date for the pump was in 2007. It is unknown if the software had been updated with the latest updates. It is unknown if the pump had been serviced at any facility other than baxter. Additional information is not available. An alarm or failure did not occur during infusion.

Manufacturer narrative:
Accuracy test was performed. The device delivered35.4 milliliters (ml) which is within specification limits. Pump/channel 1 and pump/channel 2 downstream occlusion sensors functioned properly. Additional problems: failure fc94 at power up. - depleted main battery. - replaced main battery. Chipped front housing, cracked p2 door upper hinge stop and p1 door cover, damaged battery cover and p1 mounting bracket, worn p1 & p2 latch pin rollers and pole clamp cushion, cut ac. Cord, broken p1 slide clamp seal and p1 motor plate, torn caution and directions labels. Replaced front housing assy., p2 door assy., p1 door cover, battery cover, p1 mounting bracket, p1 and p2 latch pins and rollers, pole clamp cushion, ac. Cord, p1 slide clamp seal, p1 motor plate, caution and directions labels. Upgrade. - installed, received with master software.